Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 as the insulin pump stopped working. The customer's blood glucose was unknown at the time of incident. The customer was advised that they won't be released from the hospital until the issue of the insulin pump was resolved. Troubleshooting was not performed for the insulin pump stopped working. The device is not expected to be returned for analysis.